Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74a1603246 has been reviewed and a nonconformance report was originated for the lot in question that can be associated to the complaint reported, however the physical sample is necessary to conduct a proper investigation. The DHR shows that the product was assembled & inspected according to our specifications. No corrective actions can be established at this moment since the defective sample is not available for evaluation to perform a proper investigation. Customer complaint cannot be confirmed based only on the information provided, to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the circuit developed a leak during use. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were detected. Functional testing was also performed and the sample failed the leak test. Based on the investigation performed, the reported complaint was confirmed. At the manufacturing facility, 100% leak testing is performed; therefore, any defects would be detected prior to release. Because it was reported that the sample was tested prior to use on the patient and no issues were encountered, it was determined that the issue was damaged during use.

Event description:
The customer alleges that the circuit developed a leak during use. No patient injury or consequence.